Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of the pump stop was not determined due to no product returned, inconclusive data log review of the incomplete data logs recovered, and insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 catalog number was corrected. E2403 and f26 are no longer applicable to this report.

Manufacturer narrative:
D4: corrected the serial number, catalog number, and UDI. H6: omitted a150202.

Manufacturer narrative:
B5 narrative was updated and product problem was changed to serious injury.

Event description:
Clinical narrative: an impella cp device was inserted via the left axillary artery in a 22-year-old male patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿d. The patient was 25 days status post percutaneous axillary cp implant for acute on chronic cardiomyopathy. This pump run extended well beyond the indicated time span, and staff and physicians were fully aware and adequately trained for the possibility of a pump stop. A call was received regarding the patient¿s cp pump stop. Protocols to restart the pump were attempted without success. The patient was stable on extracorporeal membrane oxygenation (ECMO), so the on-call physician elected to pull the device back into the descending aorta and wait until morning for proper explant. The patient underwent adequate explantation, and the wound site was reported to be excellent. Staff expressed satisfaction with the device longevity and performance. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient and the patient remained stable.

Event description:
It was reported that a patient implanted with an impella cp experienced an unexpected pump stop. The pump could not be restarted and was explanted. No patient harm was reported.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.